Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during the patients previous procedure (MFR report no: 3006630150-2021-01172) the physician added leads to utilize the four ports of the new ipg and then tightened with the cork screw. However, when the contacts were checked, there were two contacts missing on the lower left electrode of the original lead. The physician believed that the contacts were damaged while the lead was screwed into the ipg. The lead remained implanted in the patients body.